Event description:
It was reported that approximately 20 months after the promus stent was implanted in the proximal left anterior descending (lad) artery, the patient presented with angina. Angiography showed stenosis in the proximal lad and the ostial diagonal branch. Restenosis of the index promus stent was confirmed in the medical record. The patient was treated surgically with coronary artery bypass grafting performed including a left internal mammary artery graft to the lad and a saphenous vein graft to the diagonal branch. The patient was discharged from the hospital after 6 days. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events.